Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 the event was confirmed with radiographs received. Radiographs were provided and reviewed by a health care professional. Review of the radiographs identified the following: dislocation of the right hip arthroplasty. No further evaluation could be performed with the images provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 00801803202 femoral head sterile product 12/14 taper lot#: 64123511; catalog#: 00620004822 shell porous with cluster holes 48 mm o.d. Lot#: 64044652; catalog#: 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length lot#: 64124015; catalog#: 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot#: 64117736; catalog#: 00785801157 sleeve vh proximal centralizer size 11 assemble with bone cement lot#: 63410857; catalog#: 00785901100 centralizer 11 mm o.d. Lot#: 63552469; catalog#: 9632-003-000 femoralcement restrictor lot#: 017081335; catalog#: 3105-040 smartest gmv endurance gentamicin bone cement lot#: 8690368. Foreign: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00022.

Event description:
It was reported that approximately 10 months post implantation, the patient fell from bed and experienced a dislocation. It was further reported that the patient underwent a closed reduction procedure on an unknown date due to recurrent dislocations. The patient has been indicated for a revision procedure using a custom device; however, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.